Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot #: 0214479906, implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, lot #: 0214493413, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 21-nov-2021, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 13-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient, who had a history of chronic lower back pain and right thigh to knee pain, had not had coverage of her back pain since implant. It was noted however that the patient did have ¿some coverage of leg pain.¿ the patient had undergone numerous programming sessions, but these had not remedied the issues with the patient¿s coverage. A review of the patient¿s lead location from the original positioning ¿suggested incorrect positioning.¿ it was further stated that based on positioning of the leads in the patient¿s successful trial compared to the permanent implant position, it ¿appeared the leads were accidentally placed in the wrong location.¿ it was noted the lead position issue ¿may be related to the position of the c-arm for visualization during the procedure being incorrectly aligned.¿ it was stated that the lead position issue explained the ¿difficulty of programming for pain coverage of the lower back.¿ a system check performed with a clinician programmer showed no abnormalities in device function. The patient had not been using their device (but was keeping it charged) due to the device not providing coverage of her back pain. On (B)(6) 2018, the patient reported through a manufacturer representative that they experienced high blood pressure (254/124) due t o breakthrough pain and were referred to their implant physician and the hospital emergency department as a result. It was noted the patient underwent unknown hospital tests for their high blood pressure upon admission to the hospital and was reprogrammed at the time of report with some pain coverage. The patient was admitted to the hospital for approximately four nights to receive treatment for her high blood pressure; there were no surgical interventions performed upon admission to the hospital. The implanting physician ordered x-rays of the lead locations, ¿with a view to perform a revision procedure if necessary.¿ while the x-rays had been completed as of (B)(6) 2018, they were still awaiting review by the physician. The issue was not resolved at that time. As of (B)(6) 2018, the patient was discharged from the hospital with reduced blood pressure and was ¿fully engaged with the prospect of lead positioning and programming for pain coverage.¿ the patient was alive with no injury at the time of report. It was noted the patient had a history of high blood pressure. No surgical interventions had been performed; no further complications were reported or anticipated.